Event description:
Began ecp via red & blue lumens of patient's neostar cvc using cellex instrument and cellex kit lot # b330/396. Noted fine "champagne" air bubbles in collect line beginning at luer connection. Switched collect line to blue lumen & return line to red lumen with no improvement; switched lines back to original configuration with no improvement and had #18 system pressure alarm. Much air noted in collect line. Clamped collect line, selected "end treatment" option & returned blood products back to patient. Conferred with therakos tech support who provided rga # and will credit kit. A new kit was primed on a different cellex & ecp proceeded without difficulty. Patient also stated her lovenox was not held this am, as is usual on ecp days. Bmt pa was present & aware of all of the above & gave ok to proceed with ecp. She will follow up with patient's rehab facility to hold lovenox on future ecp days. Patient tolerated well, no blood loss, no injury.